Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported multiple c-34 errors on the erbe generator prior to a clinical procedure. Technical support engineer (tse) advised ensuring all third-party electrosurgical generator units and computed tomography scanners were powered off to prevent magnetic interference and recommended switching the erbe to classic mode as a temporary workaround. Despite these actions, the c-34 error persisted. The operating room team proceeded with the procedure using a valleylab force triad. Tse confirmed that the vessel sealer extend is not compatible with the external generator. Fse visited the site and replaced the erbe generator due to error 34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found the reported issue was confirmed using system logs, showing errors c-34 and c-54. Visual inspection revealed an issue related to the complaint, and the erbe displayed error c-54 during testing. The erbe will be sent to the original equipment manufacturer for further investigation. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The erbe generator evaluated by the OEM. The investigation found the reported c-34 error could not be reproduced. However, the c-54 error encountered at startup was confirmed. An investigation identified a malfunctioning power supply printed circuit board (pcb) as the cause, which was then replaced, resulting in the cessation of the error. The front bezel was found to be in good condition but dirty and the top cover had a minor scratch. Additionally, during the manual adjustment of the sensory, a distorted waveform was observed during the 3kv adjustment. After replacing the hf generator pcb, the distortion was resolved, leading to an improved waveform output.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the erbe generator on sk0136 is displaying multiple c-34 errors, about to start clinical procedure. Tse advised that any 3rd party electro surgical units and CT scanners are powered off to prevent magnetic interference. Caller confirmed that there is an esu beside the erbe and this has been powered off. Tse advised the caller that there is a workaround for the upcoming clinical procedure, but a service request would be escalated to the field service engineer for erbe replacement. Tse advised selecting 'classic' mode on the erbe monopolar energy setting. Caller will advise the surgeon and attempt to proceed with the clinical procedure. Tse called nurse rima back shortly afterwards. Nurse rima confirmed that the classic mode selection and powering off the external generator was unsuccessful c-34 error remained, or team is now utilizing the valley lab force triad for the procedure. Caller enquired if the vessel sealer extend is compatible with the external generator and tse confirmed that it was not. Fse intervention is required to troubleshoot and replace suspect erbe generator. Fso set as down as per guidance to tse's, fse can change the priority with fsm approval. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replicated and replaced the integrated electrosurgical unit (iesu) due to the reported error. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.